Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Block h6: imdrf impact code f2203 removed. Block b5: event description updated.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025. During the procedure, the patient was noted to have a challenging anatomy due to a pancreatic mass. The physician reported mucosal trauma and bleeding caused by the scope. The physician discontinued the procedure. There was no perforation. There was no intervention needed for the mucosal trauma or bleed.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025. During the procedure, the patient was noted to have a challenging anatomy due to a pancreatic mass. Mucosal trauma and bleeding were noted upon advancing the scope. The physician discontinued the procedure and sent the patient to interventional radiology where it was confirmed there was no perforation. There was no intervention needed for the mucosal trauma or bleed.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown.